Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with procedural imaging, which is pending further analysis. The incorrect length of the enterprise vascular reconstruction device may not be long enough to cover the neck of the aneurysm, or it could prolapse into the aneurysm, which could require an additional procedure. Per the instructions for use (IFU), users are warned that the stent may shorten once implanted. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the physician was required to release a second stent in patient to cover the target site. Based on the surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9682209) was used for an endovascular embolization. During the procedure, the user reported incorrect length of the enterprise vascular reconstruction device. The event was initially reported as such, ¿incorrect length-too short. It was reported that during procedure, the stent was released in target site. It was found that the stent body was shorter than intended and the stent did not cover the target site. After measurement, the stent length was only about 8mm, while 22mm length was claimed in label. Doctor released a second stent in patient and completed the surgery.¿ no patient harm was reported. Additional information was received on 04-nov-2025. Summary: per the information provided, the target site being treated was the left middle cerebral artery. Device selection was based on instruction for use (IFU) recommendations for vessel/stent measurements. Relevant aneurysm characteristics were reported as ¿normal vessels, neck 3 mm, tumor width 4 mm, height 3 mm.¿ the parent vessel diameter was 3 mm.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Images were received and the review was made by an independent physician the results are shown below: ¿the description of the case is clear and supported by an image of the enterprise stent. The image is in one direction, subtracted, no contrast agent and shows two microcatheters, and a guidewire close to the stent in the left mca region. The length of the stent is not depicted in the image, but looks short for the expected 22 mm. It is unclear what the cause is, but it almost looks as if the stent is ¿gloved¿ in itself, which can only be correctly assessed by performing a high-resolution rotational image (xperct, dynact etc.). To allow for a correct review, these images are required since the description and current image do not allow for speculation as to the root cause¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.